Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a transmitter battery issue occurred. On approximately (B)(6) 2025, the patient experienced diabetic ketoacidosis (dka) and was taken to the hospital by her husband. At that time the patient experienced "brain fog" and that her husband said she wasn't acting right. There were no readings on the dexcom as the transmitter failed. The patient was admitted to emergency room with bg reading of 608 mg/dl. The patient was diagnosed with dka (diabetic ketoacidosis). At the hospital the patient was treated with insulin. The nurses monitored the bg level every 4 hours. The patient continued to be treated with insulin injections. She was discharged on (B)(6) 2025. At the time of the report the patient was fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.